Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - ventricular nst (non-sustained tachycardia)=210 ms average v-cycle on (B)(6) 2010 15:30:29.

Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing on the right ventricular lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.